Event description:
It was reported that the patient underwent transsphenoidal approach of hypophysectomy for pituitary tumor on (B)(6) 2014 and absorbable hemostat was used. Floseal was also used during the procedure. On (B)(6) 2014, the patient reported they could not see well. The patient was observed for four days and the condition improved after using medication. On (B)(6) 2014, the patient complained of severe headache. A re-operation was performed on (B)(6) 2014 and it was found that floseal was mostly absorbed and absorbable hemostat was swollen with hematoma. The surgeon opined that headache was related to swollen absorbable hemostat with hematoma and patient¿s report of not seeing well was a temporary event. It was reported that the patient's condition resolved and is good following re-operation. The patient had prolongation of ongoing hospitalization for re-operation and is still hospitalized.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.